Event description:
The pt reportedly experienced a decrease in performance. The pt was seen at the ctr for device eval. In 2006, the pt underwent bilateral myringotomies. It was revealed the electrode was extruding through the tympanic membrane. The decision was made to explant the device. Surgery to explant the pt's device has been scheduled.